Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a sprinter legend balloon catheter. There was no damage noted to packaging. The device was inspected with no issues. Negative prep was performed with no issues. The sprinter legend was being used to pre-dilate the lesion. Resistance was not noted while advancing the device to the lesion. It is reported that during balloon inflation the balloon burst at 10 atm. The burst occurred on the first inflation. The balloon was inflated once prior to the issue. There is no patient injury. The physician completed the procedure with another sprinter legend balloon catheter.

Manufacturer narrative:
Product analysis summary: the balloon was returned with blood residue visible in the balloon and inflation lumen. A 0.015 inch mandrel was placed through the hypotube, potentially clearing blockages. Negative prep was then performed and upon pressurisation, leak site was detected. A short longitudinal tear was discovered on the guidewire entry port and continuing distally to the distal shaft. The material was jagged and uneven at the tear site. Kinks was evident along the distal shaft, 24-25cm proximal to the distal tip. Slight deformation to the distal tip was evident. If information is provided in the future, a supplemental report will be issued.